Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. She received a low battery alarm but the battery icon had three bars left. The customer changed the battery three times and the same issue occurred. The meter was not communicating with the insulin pump. Customer's blood glucose level was 500 mg/dl because the insulin pump was not turning on. The device was not returned.